Event description:
Indication for procedure: staphylococcus infection. Procedure: this was a left-sided procedure, performed in cath lab, utilizing both an arterial line and fluoroscopy during the procedure. The physician successfully removed the ra lead lasing with a 16sls and attaching the lead locking device (unk sizes). The pt's leads were attached to heavily fibrosed tissue. The physician then used the 16f to lase the 1st rv lead down to the distal coil. It was at this time the anesthesiologist noted the pt's blood pressure dropping, the surgeon inserted a pericardiocentesis needle, cardiac surgeon called, the pt's chest was opened emergently and an ivc tear was found. The pt's injury was able to be repaired and the pt was transferred in stable condition to the intensive care unit. Device analysis: the devices utilized in this case were unfortunately disposed of during the code and subsequently serial #s were not obtained. The physician reported the spnc devices were not the causative factor in the pt's injury.